Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 16 events were reported for this quarter. Product return status: 3 devices were received. 13 devices were evaluated in the field. Additional information: 16 devices were not labeled for single-use. 16 devices were not reprocessed or reused.

Event description:
This report summarizes 16 malfunction events in which the device had paint chips missing. 16 event had no patient involvement; no patient impact.